Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post op the right ventricular (rv) lead exhibited possible t-wave oversensing on current ventricular electrograms (egm) causing pacing below the programmed lower rate. The rv lead and implantable pulse generator (ipg) remain in use. No patient complications have been reported as a result of this event.